Event description:
Philips received a complaint on the heartstart mrx device indicating that the self-test failed.

Manufacturer narrative:
Phone number: (B)(6).

Manufacturer narrative:
The fse evaluated the device. It was determined that this was a malfunction of the therapy capacitor which was replaced. The device remains at the customer site and no further evaluation is warranted at this time.